Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the 5mm hol appliers jaws ruptured in the patient's abdomen while applying a hem-o-lok clip on the cystic duct. The clip was not closing after trying a couple of times. The jaws collapse and a small metal part that looked like a very small screw of the applier came off in to the patient's abdomen and was removed. An x-ray was performed to see if any other metal parts were in the patient's abdomen; none were found. There was no patient injury.

Event description:
It was reported that the 5mm hol appliers jaws ruptured in the patient's abdomen while applying a hem-o-lok clip on the cystic duct. The clip was not closing after trying a couple of times. The jaws collapse and a small metal part that looked like a very small screw of the applier came off in to the patient's abdomen and was removed. An x-ray was performed to see if any other metal parts were in the patient's abdomen; none were found. There was no patient injury.

Manufacturer narrative:
(B)(4). A DHR review has been performed for product #544965t, lot#p1300819. It can be confirmed that the correct material and the correct components have been used and the product was manufactured according to specification. The instrument was repaired by k+w during october 13, and at that time the insert and shaft were replaced. We have not received a sample for a product review, therefore; the complaint cannot be confirmed.